Manufacturer narrative:
E1: facility name (B)(6). H3/h6: no device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that the air bag was found to be leaking. The attending physician observed the patient's condition and removed the nasotracheal tube. The tracheal tube was not replaced. There was patient involvement, but no patient harm reported.